Event description:
During prep of cath f5 inf pig 110cm 6sh the luer hubs separated from the body of the catheter. There was no damage noted to the packaging, shaft of the catheter, or the hub itself. The device was not used in the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.